Event description:
It was reported that fentanyl medication dripping from pca pump onto the floor. Possible kink in tubing after cartridge, unable to identify, seal unbroken between spike and medication bag. Large amount of medication on the floor found. Medication and tubing discarded, new fentanyl bag and tubing administered and connected to patient.